Event description:
Report received of tubing being incorrectly loading into the pump in the adult ICU resulting in non-delivery to the pt. It was reported that the tubing was incorrectly loaded into the pump by being loaded upside down. As a result, the pump was pumping against the check valve causing the tubing to expand to 4 times its normal size between the bag and the pump. There were no pump alarms reported. It was not known how long the pump was not delivering with the tubing loaded incorrectly. Tpn was the solution infusing, but the rate of infusion was unknown. The pump was returned to clinical service and no serial number was recorded. There was no reported adverse pt event.